Event description:
Per the audiologist, the patient presented with infection, skin flap necrosis and receiver/stimulator extrusion. The patient underwent an revision surgery in 2008 with a plastic surgeon and the implanting surgeon. The surgery was successful, however, the wound infection recurred. The device will be explanted (date not reported) and the patient will be reimplanted at a later date in the contralateral ear.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.